Manufacturer narrative:
Correction. Section h3. "Yes" should have been selected, rather than "no."

Event description:
New information received noted that the pm system was explanted electively. The physician did not allege that any abbott product or related procedure caused or contributed to the patient¿s chf and cardiogenic shock. No malfunction was alleged on any abbott product.

Manufacturer narrative:
The device was returned for analysis. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed did not show any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient's pacemaker (pm) system was explanted due to an unknown reason. The patient experienced chronic heart failure (chf) and cardiogenic shock. During the procedure, the patient¿s blood pressure dropped, and cardiopulmonary resuscitation (CPR) was performed. The patient tolerated the procedure well and no complications were reported.